Event description:
The customer reported that the device would not cauterize tissue. There was no patient injury. No additional information on the incident was made available by the site.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.